Manufacturer narrative:
Additional information: age/date of birth,weight; describe event or problem, other relevant history. Medical records reveal the patient¿s primary cause of death was cardiac arrest of unknown cause. Medical records did not contain any cardiac history. The patient¿s secondary cause of death was cachexia/failure to thrive and this was documented in the medical record. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s death. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler set and the patient¿s death. Medical records suggest the patient was non-compliant with her dialysis regimen and this could have exacerbated underlying issues that may have led to cardiac arrest. Due to the lack of medical records, no conclusion can be made regarding causality between the patient¿s death and the patient¿s peritoneal dialysis products.

Event description:
The following is from medical records provided by the patient's treatment facility. The physician also documented the patient's hyperphosphatemia was possibly due to the patient not taking her phosphate binders or the patient was not performing all her exchanges so, she isn't clearing phosphate. Peritoneal dialysis treatment records do not contain peritoneal dialysis treatments for (B)(6) 2016. In addition, the physician documented on (B)(6) 2016 that the patient was not eating a lot. Most recent bicarbonate level was performed (B)(6) 2016 and was normal at 25meq/l. The patient's cause of death was determined to be cardiac arrest of unknown cause secondary to cachexia/failure to thrive.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse requested a wellness visit to the patient's home when the police discovered the patient expired while connected to the cycler. Additional information determined the patient's cause of death was cardiac arrest and the date of death was (B)(6) 2016. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the customer was conducted, with a time frame of three months before of the occurrence day. According to the system no product is available from this lot on distribution centers to be analyzed. The entire lots has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification.